Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device indicated a vtach alarm event was not heard/seen on (B)(6) 2017 for bed (B)(6) around 19:00. There was no emergent care required/no patient incident.

Event description:
The field service engineer (fse) called on (B)(6)18 stating that he had been to the customer site and they indicated a vtach alarm event was not heard/seen on (B)(6)17 for bed (B)(6) around (B)(6). There was no emergent care required/no patient incident.